Manufacturer narrative:
5 year old customer owned mattress was assessed for damage and an air cell was replaced. Since that time insurance authorized rental of a new mattress.

Event description:
Homecare customer called and states she has had issues with her low air loss mattress and the tubing not staying in. The mattress is flat and she is laying on the bed frame. Caller states that it is very painful and she has bed sores.